Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, measuring in low 100 ohms. Technical services (ts) reviewed and stated that slight rise in impedance could be related to the maturation process of the lead and or calcification. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received reported that a red call doctor icon was observed on the communicator indicative of high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. It was noted that the increase in impedance measurements appeared cyclical. This rv lead remains in service. No adverse patient effects were reported. The physician opted to wait and see another patient-initiated interrogation (pii) before proceeding with next steps.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. H10: medwatch report # 2124215-2025-01585 contains duplicate information. All future updates will be captured via this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, measuring in low 100 ohms. Technical services (ts) reviewed and stated that slight rise in impedance could be related to the maturation process of the lead and or calcification. This rv lead currently remains in service. No adverse patient effects were reported.